Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed and the user was unable to recover the pocket. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure occurred. The customer resolved the issue, but no resolution was provided by the customer or by the technical support specialist regarding the reported issue. No additional information was available.